Event description:
It was reported that during equipment testing conducted by a manufacturer field service technician, the maestro duraguard was found to be bent. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event, and there was no associated procedure.

Manufacturer narrative:
The device was visually inspected in the field by a stryker technician; the customer discarded the products after inspection.

Event description:
It was reported that during equipment testing conducted by a manufacturer field service technician, the maestro duraguard was found to be bent. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event, and there was no associated procedure.